Manufacturer narrative:
The changes are the following : b.3. Date of event: (B)(6) 2019. H3 other text : see. H.10.

Event description:
It was reported that damage was found before use with a bd¿ luer-lok syringe 60 ml. The following information was provided by the initial reporter, "during our inspection process it was discovered that 1 unit had a broken plunger."

Event description:
It was reported that damage was found before use with a bd¿ luer-lok syringe 60 ml. The following information was provided by the initial reporter, "during our inspection process it was discovered that 1 unit had a broken plunger."

Manufacturer narrative:
H.6. Investigation summary:no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full. However; the plunger rods still experience piece to piece and piece to equipment contact while could result in damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.a device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage was found before use with a bd¿ luer-lok syringe 60 ml. The following information was provided by the initial reporter, "during our inspection process it was discovered that 1 unit had a broken plunger."